Manufacturer narrative:
The device was returned to physio-control for evaluation and the reported issue was confirmed. Physio downloaded the device's electronic records from the event for review. The device log shows that the language button and pediatric buttons were pressed, but they were not pressed and held together to initiate the 2-button test. The pediatric button was released prior to the language button being pressed, which caused the device to go into child mode and the second language mode. Additionally, the lid magnet was missing and this caused the device to not turn off when the lid was closed. This is likely the cause of the device not powering off. The customer received a replacement, and the customer's device was archived by stryker. The cause of the reported issue was use error and an out-of-specification lid that allowed the magnet to fall out of the lid.

Event description:
The customer contacted physio-control to report that their device gave voice prompts in the incorrect language. In this state the user may not know if defibrillation therapy is needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gave voice prompts in the incorrect language. In this state the user may not know if defibrillation therapy is needed. There was no patient use reported with the event.

Manufacturer narrative:
An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted physio-control to report that their device gave voice prompts in the incorrect language. In this state the user may not know if defibrillation therapy is needed. There was no patient use reported with the event.

Manufacturer narrative:
The customer stated they were not pressing most likely pressing the language button instead of the power button, and the device will not be returned for evaluation. The cause of the reported issue was use error.

Event description:
The customer contacted physio-control to report that their device gave voice prompts in the incorrect language. In this state the user may not know if defibrillation therapy is needed. There was no patient use reported with the event.